Manufacturer narrative:
There has been no patient injury reported. According to the hospital, the fragment pieces were not removed at the time of the biopsy. The doctor may decide to remove the pieces at a later date. Because the complaint device was not returned for analysis a definitive root cause of the complaint was not determined. No product was found in inventory from the complaint lot number for analysis. It is noted that the tip of the device can be damaged and broken if the cutting cannula of the device hits hard/calcified tissue. In addition, poorly formed or malformed pincers, gaps between the interior wall of the cutting cannula and the pincer, or misalignment of the pincer can also cause damage and breaking of the device. As a continuous improvement project, new device needle set stations were installed for inspection of length, form, position, orientation of pincer as well as cutting tips and sharpness of stylet. If the device is returned from the risk management device it will be analyzed and the report updated.

Event description:
The doctor used an 18 gauge biopince full core biopsy device during a routine breast biopsy. After finishing the biopsy and viewing the post-biopsy mammograms, it was noticed that two small metallic pieces from the tip of the biopsy device had fractured off and are now present within the patient's breast.